Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a defect on arrival. Reportedly, the unit would not power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09may2019. MFR site: correction. The customer replaced the defective v60 ventilator to address the reported problem. The unit successfully passed the required performance verification test. A v60 ventilator was returned to the failure investigation (fi) lab for evaluation. There was no damage or contamination visible on the ventilator. The diagnostic report (drpt) report was downloaded and reviewed for errors. The customer ventilator did boot into diagnostic mode and no error codes were revealed. It was noted that the touchscreen was unable to access the diagnostics and the customer graphical user interface (gui) did not pass the touchscreen calibration. An fi test touchscreen was installed to the gui and attached to the ventilator for testing an investigation was performed and the customer reported issue of ¿defect on arrival (doa); won't power on¿ was unable to duplicate. However, the touchscreen could not be calibrated, and was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.